Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001 the pacemaker was implanted in (B)(6) 2022 on (B)(6) 2023, the battery impedance was 980ohms. On (B)(6) 2023, the patient past away since the last follow up (on (B)(6) 2023). The physician does not suspect any relationship since the patient had a cancer.